Event description:
Reported via journal article. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx closure device was implanted. The procedure was uneventful, and the patient was discharged home on apixaban and aspirin. A transesophageal echocardiogram (tee) performed during the procedure confirmed successful device placement without any pericardial effusion (pe). A repeat tee 45 days later showed stable placement of the watchman flx closure device with no thrombus, leaks, or pe. Accordingly, the decision was made to stop apixaban and to start clopidogrel for a total of 6 months post procedure. Five months after implantation, the patient presented with chest pain and shortness of breath. A transthoracic echocardiogram revealed a small to moderate pe without signs of tamponade. The watchman flx closure device remained stable with no complications, and the patient was diagnosed with pericarditis and treated as per guidelines before being discharged. Six months post implantation, repeat transesophageal echocardiogram revealed a thrombus on the epicardial aspect of laa and a large posterior pericardial effusion. The patient subsequently underwent surgical removal of both the laa and the protruding watchman flx closure device. The patient was discharged to a skilled nursing facility for recovery. He was then sent home with no complications. He was seen in the clinic and was doing well with no recurrent dyspnea or chest pain.

Manufacturer narrative:
B3. Date of event: estimated as 11/19/2025 as the published date for the article is noted as 19 november 2025. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Literature citation: darwish, o, ghanta, s, randhawa, s. Et al. Late-onset pericardial effusion and device extrusion after left atrial appendage occluder implantation. J am coll cardiol case rep. 2025 nov, 30 (37). Https://doi.org/10.1016/j.jaccas.2025.105726.

Manufacturer narrative:
H6: patient code e0604 added.

Event description:
Reported via journal article. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx closure device was implanted. The procedure was uneventful, and the patient was discharged home on apixaban and aspirin. A transesophageal echocardiogram (tee) performed during the procedure confirmed successful device placement without any pericardial effusion (pe). A repeat tee 45 days later showed stable placement of the watchman flx closure device with no thrombus, leaks, or pe. Accordingly, the decision was made to stop apixaban and to start clopidogrel for a total of 6 months post procedure. Five months after implantation, the patient presented with chest pain and shortness of breath. A transthoracic echocardiogram revealed a small to moderate pe without signs of tamponade. The watchman flx closure device remained stable with no complications, and the patient was diagnosed with pericarditis and treated as per guidelines before being discharged. Six months post implantation, repeat transesophageal echocardiogram revealed a thrombus on the epicardial aspect of laa and a large posterior pericardial effusion. The patient subsequently underwent surgical removal of both the laa and the protruding watchman flx closure device. The patient was discharged to a skilled nursing facility for recovery. He was then sent home with no complications. He was seen in the clinic and was doing well with no recurrent dyspnea or chest pain.